Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Hospital in (B)(6) reported a patient was implanted with an lcp distal femur plate for a proximal femur fracture on an unknown date. X-rays show four migrating screws and one broken screw. Reportedly the implants currently remain in the patient. This report is #6 of 6 for the same event.

Manufacturer narrative:
Additional narrative: visual inspection showed that only the broke screw head was received. The examination of the raw-material inspection sheets and the manufacturing documents showed no deviation in relation to the chemical compositions, microstructures and mechanicel properties. The material is in compliance with the international standards. The dimensions were found to be in compliance with the technical drawings and ao/asif specifications. Based on the topography of the fracture surfaces we can conclude that the implant was subjected to dynamic bending loads. Constantly alternating bending loads led to the fatigue fracture. The implant could not resist the applied force which finally led to the material overload/fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Manufacturing documents were reviewed and no complaint related issues were found. Concomitant device should not have been reported. Date of event should not have been reported.